Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath. Serial# unknown. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Tronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine and clonidine via an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient stated that the pump had not been functioning correctly for about a year. The patient stated that they had a couple of different doctors and they were going to relocate the catheter and try changing it out to make sure it wasn't clogged and putting it in a better place. The patient mentioned that they were on 8 milligrams of morphine a day which was a ludicrously high number and they had now lowered it to 3.0 and they didn't feel any different. The patient stated the drug was now at 3.5 and they were expecting another reduction on wednesday. The patient was redirected to their healthcare provider to further address the issue and would call back if they had further questions. The patient provided the names of their health care providers.